Manufacturer narrative:
(B)(4). One (1) used set with packaging (lot #0061490198) was returned in conjunction with this complaint. The set was heavily contaminated with blood. An attempt was made to decontaminate the sample for testing however the majority of the blood was hardened and could not be removed. As a result of the excess blood present, the sample was deemed unsafe for testing. Due to the heavily contaminated nature of the returned sample, the set could not be functionally tested. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with internal procedure (B)(4).

Event description:
As reported by user facility: reports tubing leaking resulting in outlook pump having blood throughout the internal pumping area. No patient injury.